Event description:
The patient with history of diverticulitis with enterocolic fistula. She was enrolled onto niti study (B) (4). Surgery on (B) (6) 2008 for laparoscopic sigmoid colectomy repair of fistula. She tolerated the procedure well and was transferred post operatively to the surgical floor. The patient was kept nop since she was complaining of nausea. On pod5, she had abdominal distention, vomiting and fever of 39.5 c. A CT of the abdomen and pelvis was ordered which shoed a thick walled loculated fluid collection suspicious for abscess. The patient was kept npo and was placed on tpn and appropriate antibiotics she progressed well and on pod 10 a repeat CT scan was done. Which showed a persistent but much smaller abscess fluid collection. The patient remained stable and was advanced to regular diet. She was also having bowel movements. Her symptoms of nausea, vomiting and abdominal distention resolved. She was discharged on pod 12 to home on oral antibiotics and with a plan to repeat CT scan in 2 weeks along with a clinic visit for follow up.